Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR#: 2134265-2013-00021, 2134265-2013-00020. It was reported that post a stenting treatment procedure the patient expired. Prior to the index procedure the patient was taken to facility by ambulance. An abnormal electrocardiogram was found by an electrocardiographic monitor. The patient became cardiac/respiratory arrest. CPR was performed. Angiography was performed revealing lesions in the distal circumflex artery and the proximal left anterior descending artery. The procedure was done under intra-aortic balloon pump. Target lesion 1 was de novo, type c, timi flow 0, concentric with 90 degree angulation. The 100% stenosed lesion was located in a non-calcified, bifurcated distal circumflex artery with thrombus present. Thrombus was aspirated and a promus element 3.50x16mm was expanded at sixteen atmospheres in the lesion. Pre-dilatation and post-dilatation were performed. Target lesion 2 was de novo, type c, timi flow 1, concentric with 45 degree angulation. The 90% stenosed lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending artery. The lesion was diffuse and thrombus was noted. Lesion length was 50mm with a diameter of 3.5mm. Thrombus aspiration was performed and a promus element 3.50x28mm was placed in proximal left anterior descending artery at sixteen atmospheres and a promus element 3.00x28mm was placed at twelve atmospheres in the mid left anterior descending artery. Pre-dilatation and post-dilatation were performed. Post procedure 25% stenosis and timi flow 3. Later that same day the lesion became total occluded. Aspiration thrombosis and administration of a thrombolytic agent was administered. The patient went into cardiac/respiratory arrest in the cath room. The patient was taken to a cardiac care unit while being performed cardiac compression. The patient died in the ccu the same day.